Manufacturer narrative:
The check of the DHR of the devices involved did not show any dimensional anomaly on the 70 femoral heads, 23 h-max s stems, 12 delta tt cups and 64 delta liners manufactured with the lot numbers involved. We requested additional information; we will perform a deeper analysis on this case and submit a final report. Not available for evaluation.

Event description:
Primary total hip replacement was performed on the (B)(6) 2015, with implantation of h-max s femoral stem, ceramic femoral head, delta tt acetabular cup and delta liner; due to the hip dislocation, revision surgery was performed on the (B)(6) 2015 and all the devices were explanted. It was reported that the femoral stem may have subside. Reported possible cause: a suboptimal positioning of the implants during primary surgery. Event occurred in (B)(6).

Manufacturer narrative:
The check of the DHR of the devices involved did not show any pre-existing anomaly on the (B)(4) femoral heads (model # 5010.42.322, lot # 201581092) and (B)(4) h-max s stems (model # 4251.20.140, lot # 201413338), manufactured with the lot numbers involved. No other complaints reported on these lot number. X-rays related to primary and revision surgery and the explanted devices are not available for evaluation. It was reported that the patient weight at the time of revision surgery was (B)(6) and this could have contributed to the possible stem subsidence soon after surgery. In the instruction for use provided with the h-max s system it is clearly indicated that overweight is a risk factor for this implant. Summarizing, indication that it's not a product-related case. Most probably, as reported, the need of a revision surgery after 2 weeks was due to suboptimal positioning of the implants during primary surgery. This, possibly combined with stem subsidence, is the likely cause of femoral head dislocation. With the available information, a deeper analysis is not possible. According to our pms data, a total of 3 cases of hip dislocation involving a femoral head (model# 5010.42.2xx-5010.42.3xx-5010.42.4xx) were reported, on a total of (B)(4) femoral heads belonging to this family used ww since 2008. This gives a revision rate of (B)(4). According to the info received and/or our investigations, none of these 3 cases was product-related. No corrective actions have been planned for this case. Limacorporate will keep the market monitored.

Event description:
Primary total hip replacement was performed on the (B)(6) 2015, with implantation of h-max s femoral stem, ceramic femoral head, delta tt acetabular cup and delta liner; due to the femoral head dislocation, revision surgery was performed two weeks later ((B)(6) 2015) and all the devices were replaced. It was reported that the femoral stem may have subsided post-op, and there was a malpositioning of the components during primary surgery. Event occurred in (B)(6).